Event description:
A customer contacted baxter's technical service center regarding air in the patient line during drain. The home patient (hp) noticed this in the middle of the night, so he ended therapy. The hp inquired about priming and what to do if the patient line does not prime all the way. The hp believes that priming is the cause of the air in his patient line. The technical service representative (tsr) advised the hp of re-priming option at the end of priming and explained to the hp how to get to it. The hp would use the re-priming feature in the future. There was patient involvement but no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for air in tubing (without alarm) was not confirmed and the cause was not identified because the disposable set was not returned to baxter for evaluation. The lot number is unknown; therefore a batch review cannot be performed.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation. A follow-up report will be filed should any significant supplemental information become available.